Event description:
It was reported that an ilet pump exhibited a screen/user interface issue during a tubing fill, where the on-screen ¿press and hold¿ control was grayed out and unresponsive, the button hold produced no action, and the display timed out; a video provided by the user confirmed the unresponsive control, and the user transitioned to backup therapy while a replacement device was arranged. Symptoms included no adverse clinical effects. Outcomes included no clinical impact, no alarms of clinical significance, and continued glucose monitoring with a compatible cgm application. Investigation included remote troubleshooting review and assessment of the provided video. Investigation of this case revealed a failure of the user interface input function consistent with a screen or touch control malfunction on the pump, resulting in the inability to execute the tubing fill command. It was concluded, based on previously established findings for similar reports, that the cause was a product malfunction of the device user interface.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.